Manufacturer narrative:
Pump passed the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No motor error alarm or no delivery alarm noted during testing. Thump and carelink software was utilized and downloaded trace/history files properly. No unexpected no delivery alarm found in the pump history file/trace on the event date 05-nov-2024. Lost sensor alert found in the pump history file/trace on 03-nov-2024 at 20:41:00. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (23.77 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: no physical damage on the pump case noted. In summary, pump passed all required testing. No com pump to xmtr and exposed to magnetic field or MRI not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump to transmitter, lost sensor alarm and sensor updating and pump was exposed to magnetic field. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-1884, mmt-7040a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-7841zn. No product return is required for mmt-1884. No product return is required for mmt-7040a.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.